Event description:
Discordant, falsely elevated sodium (na) results were obtained on five patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The customer stated that they noticed sodium results were running high and stopped processing samples. Quality controls were run, resulting out of range. The samples were repeated on an alternate advia 1800 instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned all the ion selective electrode (ise) electrodes, performed a buffer prime, and an ise calibration. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.